Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20113003, medical device expiration date: 2023-11-03, device manufacture date: 2020-10-29. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. (B)(4) investigation summary: no product or photo was returned by the customer. The customer complaint of component damage with no leak could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0500 lot number 20113003 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 03nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 1 as lvp 20d dehp 2ss cv set from lot 20113003 and 1 set from an unspecified lot had defective tubing that broke during use. The following information was provided by the initial reporter: "hospital has experienced issues with 2 faulty tubing sets in the past 2 months." "We have been getting a few qasys reports regarding IV tubing that is breaking. It seems to be only in maternity and l&d".